Manufacturer narrative:
(B)(4). Damaged release button, damaged motor. Additional information was requested and the following was obtained: was there an unusual noise heard while firing the device? "Zzrp..." And then nothing. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. What color cartridge was being used? Ecr60g. Reload to be returned with device. What other color cartridges were used before and after this event? None. Please see original complaint. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? N/a. Please see original complaint. Was there any difficulty removing the device from the tissue? Yes. The nature of this complaint is that the device locked out on tissue. Is there any other additional information you would like to share about this device or procedure? No. The analysis results of the found that it was received in good visual condition and with one ecr60b cartridge reload unfired loaded in the device. The manual override door was noted to be out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Upon evaluation, the device was noted to be non functional. In order to verify the condition of the internal components, the device was disassembled and the motor was found damaged. Furthermore, the device was found to have the clamping mechanism damaged. Due to the wear and damage to the clamp release, it appears that the device was forced open with the knife was not on the home position. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a heart transplant procedure, on the first firing (on atrial appendage), it was reported that the device "sputtered" and did not fire in the usual manner. To quote, "it seemed like the battery was dead". No staples were fired and no tissue was transected. The device was locked on tissue. They pressed the reverse switch but the jaws would not open. They used the manual override to open the device and remove from the tissue. There was no reported harm to patient and a second device was used to complete the case with no issue.